Manufacturer narrative:
A sample is available that has not yet been received by manufacturing for evaluation. A review of the device history record related to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates that there are no additional complaints associated with the lot for the reported issue. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information is confirmed to be unavailable for this report. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that a knife was not sharp during cataract surgery. An alternate knife was obtained in order to complete the procedure. There was no impact to the patient. Additional information is confirmed to be unavailable.

Manufacturer narrative:
One opened knife sample was received in a blister for the report of not being sharp. The returned sample was visually inspected and was found to be nonconforming with a dull cutting edge, but with no damage to the blade. The sample was then functionally tested for penetration and was found to be conforming. The exact root cause could not be determined from the investigation performed. Possible root causes related to the manufacturing process of the knives have been identified. The exact root cause for the returned dull knife sample is unknown. An investigation has been completed which investigated the possible manufacturing related root cause and number of related complaints for this issue. New reference standards for over polished dull blades were implemented. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any nonconformance, such as the dull blade exhibited on the returned opened sample, is removed from the lot and scrapped. Functional penetration testing is performed and monitored during the finishing process to ensure the sharpness of the product. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. (B)(4).